Event description:
A peritoneal dialysis (pd) patient reported that during fill one there was a fluid leak from the patient tubing connector pin. There was an alarm of patient line is blocked. The patient was advised to reset up with new supplies and restart at drain 0. In a follow up, a pd nurse reported that there was no harm, adverse event , or intervention due to the fluid leak. Routine prophylactic antibiotic treatment was given to the patient. Effluent was sent to the laboratory and came back as no infection. The patient had explained to the rn that the "pin" peg came out and saturated his bed while he was asleep .the cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that during fill one there was a fluid leak from the patient tubing connector pin. There was an alarm of patient line is blocked. The patient was advised to reset up with new supplies and restart at drain 0. In a follow up, a pd nurse reported that there was no harm, adverse event , or intervention due to the fluid leak. Routine prophylactic antibiotic treatment was given to the patient. Effluent was sent to the laboratory and came back as no infection. The patient had explained to the rn that the "pin" peg came out and saturated his bed while he was asleep .the cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.